Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The event description did indicate that there was some difficultly with the placement of the needle. While no specific conclusion can be drawn, incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the needle. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the needle broke off from the hub while in the patient, and had to be removed by surgery. There was no patient injury. The crna has used this product multiple times and is not new to the procedure, but did note that this was a difficult placement.